Event description:
The pt experienced dizziness, sleepiness and numbness in hand after cutting the grass. The pt is receiving morphine 25 mg/ml in a complex continuous pattern at a dose of 9.75 mg/day with a 0.5 mg bolus at 9:00 a.m. The pt did not hear any alarms, but a memory error occurred during an alarm test. The pump was updated to turn the alarm off; no errors were noted. The hcp will scheduled a dye study to assure catheter integrity. The pt is also on a beta blocker and the dose of that medication was adjusted by the hcp.